Event description:
It was reported that during the charging process smoke was emitted from the device and there was a smell of burning. The device was not located in a surgery room. There was no harm for patient, operator or third party reported. No further information received. Update avoe 29-jun-2022 it was confirmed that a burning smell was noticed but no smoke was seen.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The reported event was confirmed. The service evaluation revealed defective electronic components. The most likely cause for the reported failure can be attributed to a supplier process issue, due to defective electronics.